Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl to 700 mg/dl and was treated with the insulin pump. The customer¿s current blood glucose was 422 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.